Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the memobag was torn when taking it out of the patient body after putting the tissue in it. The parts being removed were cut into pieces less than 10cm long. The trocar of 12mm port was used. Some contents fell into the patient but they were retrieved by a new bag.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the DHR review was not completed. The defective device was returned for examination. Defect (bag torn) can be confirmed based on visual inspection. One hole/rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bag in foil wall. Other parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that the memobag was torn when taking it out of the patient body after putting the tissue in it. The parts being removed were cut into pieces less than 10cm long. The trocar of 12mm port was used. Some contents fell into the patient but they were retrieved by a new bag.